Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between september 12, 2022 and may 09, 2023 recorded the stable pacing impedance around 500 ohms with a sudden increase to >3000 ohms in april 2023. The analysis of the provided iegm episodes revealed artifacts on the atrial channel leading to oversensing. Furthermore loss of atrial capture was observed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Atrial pacing impedance > 3000 ohm. The doctor added a new lead and capped this lead. No adverse patient events were reported. Should additional information be received, this file will be update.